Event description:
Pt decannulated while wearing the dale 240 tracheostomy tube holder. The tracheostomy tube was reinserted with good outcome.

Manufacturer narrative:
Pts were having skin pinching breakdown problems, so the clinical instructor requested the nurses to loosen the trach tubes so not to pinch. A cognitively impaired pt with growth retardation and limited head movement control decannulated after this "loosening" directive. The pt had just been bathed and dressed when the nurse observed that the trach tube had become disconnected. She was able to re-insert the tube with good outcome. The clinical instructor then directed the nurses to start pulling the tab against the tab to sufficiently tighten the device. With no slack, the skin now didn't get pinched in the trach tube flange and there have been no decannulations since.